Manufacturer narrative:
.

Event description:
Patient stopped feeling stim on (B)(6) 2017. Patient said in the past, they did not feel stim all the time depending on body position and their body was used to it but since thursday they felt nothing at all. Patient tried using their patient programmer (pp). The pp shows poor communication screen with and without antenna. Patient tried new pp batteries. Patient used the pp on the call and was not able to connect. It was asked if there was any change to her symptoms. Patient said no change. It was reviewed since patient had been implanted in 2011 and felt no stim and their pp did not connect her ins might have come to end of service but only healthcare professional (hcp) could determine that. Pt was scheduled to see hcp tomorrow at 10:45 am. Additional information received that patient did not feel any pulse for the last 5days. They tried to restart but nothing happened. They thought it was the battery and change it but still nothing happens, they were not feeling anything. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.